Manufacturer narrative:
This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated rv (right ventricular) undersensing information. Pause episodes were recorded with apparent undersensing seen on the electrograms with small r-waves noted.

Event description:
It was reported there were false positive reports of pauses due to undersensing of the implantable cardiac monitor (icm). It was further reported the undersensing is due to small r- waves. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.